Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the depletion of the external 14 volt lithium-ion batteries and the system controller's backup battery, leading to a pump stop. A direct correlation between the device and the patient's outcome could not be confirmed during this investigation. The submitted log files showed a pump stop on (B)(6) 2021 that appeared to be due to full depletion of the external 14 volt lithium-ion batteries, followed by the system controller's backup battery. Prior to this, the pump appeared to function as intended at the set speed. Heartmate 3 left ventricular assist system (lvas), serial number (B)(4) was not explanted for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use lists the adverse events that may be associated with the use of the heartmate 3 lvas, including death. The IFU and patient handbook explain the battery charge level, fuel gauge display, and all visual and audible alarms. Instructions for exchanging batteries and switching power sources are also provided. Depleting the batteries and the backup battery will cause the pump to stop. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death, ¿introduction.¿ ¿system operations¿ states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. ¿powering the system¿ and section 6 ¿patient care and management¿ warn that the patient must always connect to the power module (pm) or mobile power unit (mpu) for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. "Patient care and management¿ explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also details the steps patients should take when going to sleep. These steps include switching to the pm or mpu and states that if a patient falls asleep during battery-powered operating, the low battery alarms may not awaken the patient before battery depletion. "Alarms and troubleshooting" describes all alarm conditions as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. C is also currently available. ¿powering the system¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged lithium ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. ¿alarms and troubleshooting¿ provides information regarding system controller alarms and the proper actions associated with them. This section also includes detailed instructions on connecting and disconnecting to power under ¿guidelines for power cable connectors.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2021. The cause of death was unknown. The primary controller was received by the hospital. Log file analysis showed that on (B)(6) 2021 there were low power advisories at 8:34 pm due to depleted batteries in-use / normal battery depletion then low power hazards at 11:22 pm due to further battery depletion. On (B)(6) 2021 there were no external power alarms at 12:31 am due to entirely depleted batteries in-use where the controller operated on the emergency backup battery; these were followed by low flow / lvad off alarms at 2:07 am due to a complete loss of power to the controller. The pump then stopped since there was no response taken to address any of the low battery alarms.